Event description:
Pt inadvertently received 25,000 units of heparin (250cc's) within two minutes. An investigation revealed that the baxter flo-guard IV pump was delivered to the pt care area with a black plastic clamp inserted into the crevice just below the red "safety clamp" button on the machine. The pumps come from the MFR with this black device inserted. It is the distributor's normal custom and practice to remove this piece prior to delivery to hospital. This piece is redundant because the continu-flo tubing is mfg with a blue plastic "slide clamp" that is designed to fit into the crevice where the black plastic piece resides. Many nurses are accustomed to receiving the pumps with this black plastic piece already removed. In this case, the black plastic piece had not been removed from the pump in question and the nurse opened the door of the pumping chamber, pulled the IV tubing out of the channel without realizing that the blue slide clamp was open. The heparin bag then infused completely.